Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 47 mg/dl (2.6 mmol/l) at 9:06 am on (B)(6) 2023 and fs read 274 mg/dl (15.2 mmol/l) at 9:10 am on (B)(6) 2023. Inaccuracy is 82.85% with a point difference of 227 (12.61). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation. H3 other text : device not returned

Event description:
It was reported that the basal-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as low, and the meter bg reading was 270-271 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 270-271 mg/dl. Customer replaced sensor to address bg level. Customer acknowledged pump functioned as intended at the time of event.